Event description:
Reporter indicated that immediately post-operatively the pt presented with constant hoarseness. The neurologist referred the pt to an ent physician for a confirmed diagnosis of vocal cord paralysis. Stimulation therapy was started approx two weeks post-operatively. The device was programmed to 0.25/250/20/30/5 and remains at these parameters. The surgeon indicated that he did not believe that programming the device to on before the hoarseness was resolved has worsened the patient's condition. Further investigation revealed that the pt was seen by the neurologist at the beginning of 09/2001 and the hoarseness appeared to be improving. The pt is non-verbal, however the parents felt that the pt may be suffering from vocal cord paralysis because they weren't talking as much. Vocal cord paralysis has not been confirmed. Attempts to obtain add'l info have been unsuccessful.